Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. It was indicated that the patient was under 2 years old, which is off-label usage of the device. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial MDR, a correction is required.